Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 750 mg/dl. The customer was treated with insulin drip and fluid. Customer reported that the infusion set had bent cannula. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.